Event description:
A malfunction with code 16 was reported, but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Corrective actions included replacing the pump and the customer was advised to use multiple daily injections as a backup insulin therapy. Technical support confirmed the shipping address, instructed the customer on how to put the pump into storage mode, and advised returning the problematic pump with a pre-paid label within 10 days.